Event description:
Company product surveillance received death certificate from dekalb county health department. The immediate cause of death is listed as calcifilaxsis which was ongoing for 3 months. Other significant conditions are listed as peritonitis and kidney failure.

Event description:
Follow up with another pd nurse at the home pt's clinic reveals that the home pt was eventually released from the hosp on hospice. The home pt chose to discontinue dialysis. The home pt expired shortly after. The pd nurse reported that the home pt's death was related to the peritonitis and the stopping of dialysis.

Event description:
During a follow-up conversation with the home pt's nurse for a system error 2240 alarm that occurred in july 2004, she stated that the home pt was currently hospitalized for peritonitis. Reportedly, the home pt presented to the clinic a month earlier with abdominal pain and cloudy effluent and diagnosed with peritonitis. Home pt was admitted to the hosp in june 2004 and discharged july 2004. The home pt was treated with cefazolin 1g, intraperitoneally (ip), once daily for 23 days and fortaz 2g, ip, once daily for 23 days. The home pt was then readmitted to the hosp in july 2004 and had their pd catheter removed. The home pt has not yet recovered from the peritonitis per the home pt's nurse. No known origin is reported for the root cause of this episode of peritonitis, but bowel contamination is suspect according to the home pt's nurse.